Event description:
The customer reported the occurrence of non-repeateable false positive troponin I results on a single patient sample. The false positive result was reported to the floor. Elevated results of the magnitude observed might lead to cardiac catheterization. There was no report of patient harm as a result of this event.